Event description:
On (B)(6) 2012, a ziv6-35-125-6.0-120-ptx and a ziv6-35-125-7.0-120-ptx device were placed in the left sfa. On 19 feb 2014 restenosis (50-99%) in the lesion where stents were implanted was confirmed. Worsened claudication was observed to the patient. On (B)(6) 2014, pta was performed against the restenosis. On (B)(6) 2014, pta was performed against the restenosis. On (B)(6) 2014, as the intermittent claudication disappeared, the patient was discharged from the hospital. On (B)(6) 2014, follow up was performed. No claudication was observed to the patient. This reports relates to the ziv6-35-125-6.0-120-ptx device. Reference also related report 3001845648-2014-00205.

Manufacturer narrative:
(B)(4). The zilver ptx device involved in this complaint is as follows: ziv6-35-125-7.0-120-ptx of lot number. (B)(4). The stent was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. Although requested images relating to this event has not been provided. The patient presented with the following pre-existing conditions: carotid disease, hypertension, diabetes (type 2), hypercholesterolemia, renal failure, pulmonary disease, previous smoker (current: not), aso. The following comment was provided by the physician; "this event might have occurred due to diabetes mellitus". It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. A review of the relevant manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. Prior to distribution all zilver ptx devices are subject to visual inspection and function checks to ensure device integrity. From information provided the patient recovered. The complaint is confirmed based on customer testimony. Complaints of this nature continue to be monitored for potential emerging trends.